Event description:
Originally, a customer contacted beckman coulter inc. (Bci) regarding falsely high rheumatoid factor (rf) results generated by the synchron lx I 725 clinical system for multiple samples. A separate report: MDR-2050012-2011-00264 was submitted for this issue. The measures described in this MDR did not resolve the problem. A new complaint was generated, but no further patient results were reported, only a further service visit was ordered. Per customer, no reports of patient treatment or consequences have been received.

Manufacturer narrative:
During previous service visit a field service engineer (fse) found cuvettes flagging dirty. This was due to an aged photometer lamp and weak power pack. The fse replaced photometer source assay and lamp. The fse performed alignment and adjustment per bci procedure, recalibrated required assay and verify qc. Root cause of the event is unknown.